Event description:
It was reported that the pt experienced withdrawal symptoms as a result of their pump not being primed after a catheter dye study was done. The catheter dye study was unremarkable. The pt was admitted to the hosp and it was stated that unspecified "further work-up" was done. The catheter was re-primed and the pt was given oral medications to help with the withdrawal symptoms. The medication being delivered via the device sys was not reported.

Manufacturer narrative:
(B) (4).